Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states the pt reported the ins battery is dead and they haven't used it in years. Caller does not know why pt stopped using the spinal cord stimulator. No symptoms were reported at this time. Patient reported they haven't used it. Its too hard to charge and don't last that long. Patient met with several people tech and they charge but when patient is doing it takes forever to charge.